Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced issues charging the implant and had trouble locating it. The patient expressed nervousness about their equipment. During the call, the patient reset the controller, plugged in the recharger, cleaned the controller port and recharger, and checked the recharger status.  During the call patient reset the controller and plugged the recharger. Patient was stuck at checking the recharger. The troubleshooting steps taken during the call resolved the issue. Additional information was received from the patient (pt). The pt called back stating they continued having intermittent connection issues where it said looking for device and no device found and pt was not able to select recharge on the screen as the screen got frozen/stuck when recharging. Pt had to unplug the cord to check on the implant charging level. Yesterday pt went to healthcare provider (hcp) and they checked the implant. They said implantable neurostimulator (ins) was ok. Pt called about the issue before and was told to blow in the controller and it helped. Pt tried blowing and pt reset and not resolved. On the call pt used the equipment and got stuck on checking the recharger. Pt said this was all they got. Pt saw no damage. Controller was replaced in april. Pt mentioned their ins was down to 30%. A request was sent to repair to replace the recharger. Pt called back stating he received replacement recharger and had been able to charge a little bit but still have issues. Pt stated the controller gets locked up on him and he needs to reset it, or it just stops flashing. While on call, pt plugged recharger and placed it over his implant, and pt was stuck on checking recharger. Pt was hard to comprehend, towards the end of the call her mentioned that he turned everything off, but he could still feel the vibration and lost the rest of the charge, agent tried to understand if he turned stim off, or if he turned just his controller off. Agent reviewed info and redirected to healthcare provider (hcp) if he feels like his implant runs despite selecting stim off. Patient called back and stated that they already received the replacement controller. Agent walked the patient through in setting up the replacement device. Agent walked the patient through in pairing process. Patient also managed to recharge ins, controller battery at 90% and ins ta 30%. Patient received poor recharge quality message and they had to reposition the recharger and went back to recharging excellent. Patient expressed delight and excitement that they can now use the stimulator again.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger product ID 97745nt lot# serial# (B)(6) product type programmer, patient product ID 97745 lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.